Manufacturer narrative:
A review of lot c738 was performed and there were no non-conformances related to this complaint. This lot met release requirements. Trends were reviewed for complaint categories, centrifuge bowl leak/break, leak centrifuge alarm, and noise. No trend was detected for centrifuge bowl leak/ break or leak centrifuge alarm. A downward trend was detected for noise. There were no capas initiated for complaint categories, centrifuge bowl leak/break, leak centrifuge alarm, or noise. (B)(4) completed: service technician replaced the centrifuge assembly, calibrated bowl optics, and performed system checkout procedure. No further action required. The assessment is based on information available at the time of the investigation. Analysis of the returned kit is in progress at the time of this report. A supplemental report will be filed with the results of this analysis. (B)(4).

Event description:
Customer reported an unusual noise was heard from the centrifuge during cycle 6 of a treatment, then a blood leak alarm occurred, with a visible blood leak in the centrifuge. Customer asked if the blood in the kit should be returned to the patient. Css advised customer therakos does not recommend returning blood if the sterility of the kit has been compromised. Css advised customer to consult the attending physician or medical director. Customer called back and reported they had chosen to abort the treatment and not return the blood in the kit to the patient. The patient was reported to be in stable condition. Customer stated he had removed the bowl from the centrifuge, and the vacuum path did not appear to have blood in it. Customer stated there was some blood in the centrifuge drain bag. Service order, (B)(4), was dispatched. The kit was returned for investigation.

Manufacturer narrative:
The kit and the data key data associated with this complaint were returned for analysis. Based on the review of the data key data, several blood leak alarms and centrifuge cover alarms were seen. The manufacturer visually examined the returned centrifuge bowl that showed spots of dried blood on the outside of the top of the bowl, just below the top cap, indicating that a leak occurred through the bowl seal. The bowl manufacturer confirmed the reported bowl leak. However, a root cause cannot be determined as no visual defects were observed on the bowl. Due to excessive contamination, the returned sample could not be functionally tested. Complaints are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).